Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR), which is the record that documents the manufacturing and quality control history of the device, confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported.therefore, in the absence of device return and analysis the likely root cause could not be established.block b3: approximated based on the date the manufacturer became aware of the eventcorrection to supplemental report in fields h11 additional MFR narrative:this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.